Event description:
An opthalmologist reports during an attempt to place an intraocular lens in the sulcus following rupture of the posterior capsule, the haptic broke and the lens dislocated into the vitreous cavity. A vitrectomy was performed and the pt was scheduled for lens replacement on 01/29/1999. Confirmation of this replacement is being sought.